Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: 2013-(B)(6), product type: implantable neurostimulator. Product ID: 3387-40, lot# l84568, implanted: 2000-(B)(6), product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type: extension. Product ID: 37642. Serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: 2000-(B)(6), product type: extension. Product ID: 3387-40, lot# l84569, implanted: 2000-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had a laser procedure over the implant on the day prior to the date of this report to remove a scar that was over the implantable neurostimulator (ins) implant site. Since the day prior to the date of this report the patient¿s voice had gotten softer, his balance was off and walking was difficult. It was noted that most of the symptoms were from the date of this report but it had started on the day prior. The patient hadn¿t had batteries for the programmer to check the implant. The patient had an appointment with his neurologist on the day following the date of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-04120 for the patient¿s other system as it was not clear which device allegations were being alleged against.